Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device went in and then came out of safety mode. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device went in and then came out of safety mode. The device remains in service. No adverse patient effects were reported. It was reported that the local area sales representative confirmed the model number of the device in question was not accurate. The correct model number is k184, serial number (B)(6). A review of the complaint database identified a complaint was already processed and reports submitted for the reported clinical observations. Please refer to complaint (B)(4) for additional complaint details. No additional adverse patient effects were reported.